Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occured in the united states it was reported that, the patient faced four cannula crimped events on (B)(6) 2025. Event took place within three or more hours after insertion. Infusion set was in use for less than 6 hours. The insertion site was abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.